Manufacturer narrative:
A ge service representative has yet to perform an on-site investigation. Representative is working with customer to schedule an on-site visit to continue this complaint investigation. Complaint record will be updated when on-site investigation information becomes available.

Event description:
The customer reported that the system intermittently failed to boot. The system would have to be re-booted to regain system functionality. No patient serious injury or death was reported related to this event.